Event description:
The manufacturer received information alleging a patient was smoking a cigarette while using a millennium m10 oxygen concentrator. The patient was taken to the hospital. The device is not returning to the manufacturer for evaluation. The device is still in patient use. The durable medical equipment (dme) supplier confirmed the device worked properly and instructed the family to not smoke anywhere near the oxygen concentrator. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."